Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation of the subject device, foreign objects were present and discharged from the distal end. Specifically, foreign material was found in the air/water tube, the auxiliary jet tube (including white foreign material), and the nozzle. There was no patient involvement.